Manufacturer narrative:
(B)(4). Date sent: 12/13/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: for clarification, it was reported that the clamp locked, it did not staple. Does this mean that the device would not fire? Or, did the device fire, however no staples were deployed? Response received: would not fire.

Event description:
It was reported that during a colectomy procedure, the clamp locked, it did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.